Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data and indicated that the noisy signals on the baseline are a baseline drift, and they indicate an impedance change in the system. A sense b impairment is suspected. The ts discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a single inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data and indicated that the noisy signals on the baseline are a baseline drift, and they indicate an impedance change in the system. A sense b impairment is suspected. The ts discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.